Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was not working, it had fluid leak. The device was removed and replaced. No further patient complications were reported.